Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), fallopian tube perforation ("perforation (fallopian tube)"), abortion spontaneous ("pregnancy(stillbirth or miscarriage)"), pregnancy with contraceptive device ("pregnancy with contraceptive device") and abdominal abscess ("surgery (other) type of surgery: partial omentectomy-intraabdominal abscess") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3, d & c, endometrioma and pelvic adhesions. Concurrent conditions included obesity, grand multiparity, hypokalaemia, left lower quadrant pain, fever, chills, general body pain, emesis, adnexal mass, white blood cell count increased, morbid obesity, vomiting, complex ovarian cyst and inflammation. Concomitant products included cefoxitin, doxycycline and ethinylestradiol;levonorgestrel (seasonique). On (B)(6) 2010, the patient had essure inserted. In january 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2012, the patient experienced abortion spontaneous (seriousness criterion medically significant), 2 years after insertion of essure. In september 2012, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2013, the patient experienced fatigue ("hormonal changes describe: don't feel like doing anything anymore/fatigue"), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In 2014, the patient experienced tooth disorder ("dental problems") and pelvic pain ("pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal infection ("infection (other) describe: abdominal"), abdominal abscess (seriousness criterion medically significant) and abdominal pain upper ("stomach pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (14jun2014-unilateral salpingo-oopherectomy,total hysterectomy(uterus and cervix removed)bilateral sa, (B)(6) 2014-unilateral salpingo-oopherectomy,total hysterectomy(uterus and cervix removed)salpingo-oop, d&c and partial omentectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, fallopian tube perforation, fatigue, vaginal haemorrhage, menorrhagia, abortion spontaneous, pregnancy with contraceptive device, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, abdominal abscess, pelvic pain, vaginal discharge and weight increased outcome was unknown and the cystitis, urinary tract infection, abdominal infection, dysmenorrhoea and abdominal pain upper had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal abscess, abdominal infection, abdominal pain, abdominal pain upper, abortion spontaneous, bladder disorder, cystitis, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure device: (B)(6) 2010. Discrepancy noted as per pfs: removal date of essure device: (B)(6) 2012 and (B)(6) 2014. Current weight as of (B)(6) 2019: 280 lbs. Approximate weight at the time of essure placement 220 lbs. The right side tubal opening visualized essure devise was deployed and the 3 ½ coils were visualized. The essure deployed without difficulty and the 1 ½ coils were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion.. Pathology test - on (B)(6) 2012: final pathologic diagnosis-right tube and ovary- benigncvarv with endometriosis and serosal adhesions. Benign fallopian tube with adhesions.; on (B)(6) 2014: final pathologic diagnosis-left abdominal abscess and portion of omentum- omental fat with organizing fat necrosis ovarian tissue with degenerating¿, corpus luteum and serosal fibrous adhesions. Fallopian tube with acute salpinges serosal adhesions, and supportive necrosis. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical record received. Event added: hormonal changes describe: don't feel like doing anything anymore/fatigue , perforation (fallopian tube(s)), abnormal bleeding (vaginal, menorrhagia) , pregnancy(stillbirth or miscarriage), device ineffective, infection (bladder/ urinary tract/vaginal) type: bladder/urinary, apareunia (inability to have sexual intercourse) , infection (other) describe: abdominal, bladder or urinary problems or changes , migraines, headaches, nausea , dental problems, dysmenorrhea (cramping),surgery (other) type of surgery: partial omentectomy- intra abdominal abscess, pain , vaginal discharge, weight gain, stomach pain. Event outcome was updated for the event: stomach pain, bleeding, bladder infection, urinary tract infections. Lab data was added. Concomitant drugs and conditions were added. Historical conditions were added. Reporter information was added. Start stop date updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), fallopian tube perforation ("perforation (fallopian tube)"), abortion spontaneous ("pregnancy(stillbirth or miscarriage)"), pregnancy with contraceptive device ("pregnancy with contraceptive device") and abdominal abscess ("surgery (other) type of surgery: partial omentectomy-intraabdominal abscess") in a 32-year-old female patient who had essure (batch no. 20210351) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3, d & c, endometrioma and pelvic adhesions. Concurrent conditions included obesity, grand multiparity, hypokalaemia, left lower quadrant pain, fever, chills, general body pain, emesis, adnexal mass, white blood cell count increased, morbid obesity, vomiting, complex ovarian cyst and inflammation. Concomitant products included cefoxitin, doxycycline and ethinylestradiol;levonorgestrel (seasonique). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2012, the patient experienced abortion spontaneous (seriousness criterion medically significant), 2 years after insertion of essure. In (B)(6) 2012, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2013, the patient experienced fatigue ("hormonal changes describe: don't feel like doing anything anymore/fatigue"), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In 2014, the patient experienced tooth disorder ("dental problems") and pelvic pain ("pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal infection ("infection (other) describe: abdominal"), abdominal abscess (seriousness criterion medically significant) and abdominal pain upper ("stomach pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery ((B)(6) 2014-unilateral salpingo-oopherectomy,total hysterectomy(uterus and cervix removed)bilateral sa, (B)(6) 2014-unilateral salpingo-oopherectomy,total hysterectomy(uterus and cervix removed)salpingo-oop, d&c and partial omentectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, fallopian tube perforation, fatigue, vaginal haemorrhage, menorrhagia, abortion spontaneous, pregnancy with contraceptive device, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, abdominal abscess, pelvic pain, vaginal discharge and weight increased outcome was unknown and the cystitis, urinary tract infection, abdominal infection, dysmenorrhoea and abdominal pain upper had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal abscess, abdominal infection, abdominal pain, abdominal pain upper, abortion spontaneous, bladder disorder, cystitis, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure device: (B)(6) 2010.. Discrepancy noted as per pfs: removal date of essure device: (B)(6) 2012 and (B)(6) 2014. Current weight as of (B)(6) 2019: 280 lbs. Approximate weight at the time of essure placement 220 lbs. The right side tubal opening visualized essure devise was deployed and the 3 ½ coils were visualized. The essure deployed without difficulty and the 1 ½ coils were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion.. Pathology test - on (B)(6) 2012: final pathologic diagnosis-right tube and ovary- ¿ benigncvarv with endometriosis and serosal adhesions. Benign fallopian tube with adhesions.; on (B)(6) 2014: final pathologic diagnosis-left abdominal abscess and portion of omentum- -omental fat with organizing fat necrosis. -ovarian tissue with degenerating¿, corpus luteum and serosal fibrous adhesions. -fallopian tube with acute salpinges serosal adhesions, and supportive necrosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2019: quality-safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), fallopian tube perforation ('perforation (fallopian tube)'), pelvic abscess ('pelvic abscess'), abortion late ('pregnancy(stillbirth or miscarriage)/ 15-week pregnancy fetal demise'), pregnancy with contraceptive device ('pregnancy with contraceptive device/ 15-week pregnancy fetal demise') and abdominal abscess ('surgery (other) type of surgery: partial omentectomy-intraabdominal abscess') in a 32-year-old female patient who had essure (batch no. 20210351) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3, d & c, endometrioma and pelvic adhesions. Concurrent conditions included obesity, grand multiparity, hypokalaemia, left lower quadrant pain, fever, chills, general body pain, emesis, adnexal mass, white blood cell count increased, morbid obesity, vomiting, complex ovarian cyst, inflammation, pregnancy and recurrent abortion. Concomitant products included cefoxitin, doxycycline and ethinylestradiol;levonorgestrel (seasonique). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2012, the patient experienced abortion late (seriousness criteria medically significant and intervention required), 2 years after insertion of essure. In (B)(6) 2012, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2013, the patient experienced fatigue ("hormonal changes describe: don't feel like doing anything anymore/fatigue"), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In 2014, the patient experienced tooth disorder ("dental problems") and pelvic pain ("pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), abdominal infection ("infection (other) describe: abdominal"), abdominal abscess (seriousness criterion medically significant) and abdominal pain upper ("stomach pain") and was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery ((B)(6) 2014-unilateral salpingo-oopherectomy,total hysterectomy(uterus and cervix removed)bilateral sa, (B)(6) 2014-unilateral salpingo-oopherectomy,total hysterectomy(uterus and cervix removed)salpingo-oop, d&c and partial omentectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, fallopian tube perforation, pelvic abscess, abortion late, pregnancy with contraceptive device, fatigue, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, abdominal abscess, pelvic pain, vaginal discharge and weight increased outcome was unknown and the cystitis, urinary tract infection, abdominal infection, dysmenorrhoea and abdominal pain upper had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal abscess, abdominal infection, abdominal pain, abdominal pain upper, abortion late, bladder disorder, cystitis, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic abscess, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure device: (B)(6) 2010. Discrepancy noted as per pfs: removal date of essure device: (B)(6) 2012 and (B)(6) 2014. Current weight as of (B)(6) 2019: 280 lbs. Approximate weight at the time of essure placement 220 lbs. The right side tubal opening visualized essure devise was deployed and the 3 ½ coils were visualized. The essure deployed without difficulty and the 1 ½ coils were visualized. (B)(6) 2012 pre-oprative and post operative diagnosis :right ovarian cyst procedure :- diagnostic laparoscopy with conversion to laparotomy, right salpingo-oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Hysterosalpingogram on (B)(6) 2010: total bilateral occlusion.. Pathology test on (B)(6) 2012: final pathologic diagnosis-right tube and ovary. Benigncvarv with endometriosis and serosal adhesions. Benign fallopian tube with adhesions.; on (B)(6) 2014: final pathologic diagnosis-left abdominal abscess and portion of omentum. Omental fat with organizing fat necrosis. Ovarian tissue with degenerating¿, corpus luteum and serosal fibrous adhesions. Fallopian tube with acute salpinges serosal adhesions, and supportive necrosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received case become medically confirmed. New event added pelvic abscess. Event spontaneous abortion updated to late abortion (15-week pregnancy fetal demise). Event pregnancy with contraceptive device updated to serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), fallopian tube perforation ("perforation (fallopian tube)"), abortion spontaneous ("pregnancy(stillbirth or miscarriage)"), pregnancy with contraceptive device ("pregnancy with contraceptive device") and abdominal abscess ("surgery (other) type of surgery: partial omentectomy-intraabdominal abscess") in a 32-year-old female patient who had essure (batch no. 20210351) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3, d & c, endometrioma and pelvic adhesions. Concurrent conditions included obesity, grand multiparity, hypokalaemia, left lower quadrant pain, fever, chills, general body pain, emesis, adnexal mass, white blood cell count increased, morbid obesity, vomiting, complex ovarian cyst and inflammation. Concomitant products included cefoxitin, doxycycline and ethinylestradiol;levonorgestrel (seasonique). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2012, the patient experienced abortion spontaneous (seriousness criterion medically significant), 2 years after insertion of essure. In (B)(6) 2012, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2013, the patient experienced fatigue ("hormonal changes describe: don't feel like doing anything anymore/fatigue"), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In 2014, the patient experienced tooth disorder ("dental problems") and pelvic pain ("pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal infection ("infection (other) describe: abdominal"), abdominal abscess (seriousness criterion medically significant) and abdominal pain upper ("stomach pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery ((B)(6) 2014 - unilateral salpingo-oophorectomy,total hysterectomy(uterus and cervix removed)bilateral sa, (B)(6) 2014 - unilateral salpingo-oophorectomy,total hysterectomy(uterus and cervix removed)salpingo-oop, d&c and partial omentectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, fallopian tube perforation, fatigue, vaginal haemorrhage, menorrhagia, abortion spontaneous, pregnancy with contraceptive device, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, abdominal abscess, pelvic pain, vaginal discharge and weight increased outcome was unknown and the cystitis, urinary tract infection, abdominal infection, dysmenorrhoea and abdominal pain upper had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal abscess, abdominal infection, abdominal pain, abdominal pain upper, abortion spontaneous, bladder disorder, cystitis, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure device: (B)(6) 2010. Discrepancy noted as per pfs: removal date of essure device: (B)(6) 2012 and (B)(6) 2014. Current weight as of (B)(6) 2019: 280 lbs. Approximate weight at the time of essure placement 220 lbs. The right side tubal opening visualized essure devise was deployed and the 3 ½ coils were visualized. The essure deployed without difficulty and the 1 ½ coils were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion.. Pathology test - on (B)(6) 2012: final pathologic diagnosis-right tube and ovary- ¿ benign cvarv with endometriosis and serosal adhesions. Benign fallopian tube with adhesions.; on (B)(6) 2014: final pathologic diagnosis-left abdominal abscess and portion of omentum- omental fat with organizing fat necrosis ovarian tissue with degenerating¿, corpus luteum and serosal fibrous adhesions. Fallopian tube with acute salpinges serosal adhesions, and supportive necrosis. Most recent follow-up information incorporated above includes: on 23-apr-2019: lot number added from pfs. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), fallopian tube perforation ('perforation (fallopian tube)'), pelvic abscess ('pelvic abscess'), abortion spontaneous ('pregnancy(stillbirth or miscarriage)/ 15-week pregnancy fetal demise'), pregnancy with contraceptive device ('pregnancy with contraceptive device/ 15-week pregnancy fetal demise') and abdominal abscess ('surgery (other) type of surgery: partial omentectomy-intraabdominal abscess') in a 32-year-old female patient who had essure (batch no. 20210351) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3, d & c, endometrioma and pelvic adhesions. Concurrent conditions included obesity, grand multiparity, hypokalaemia, left lower quadrant pain, fever, chills, general body pain, emesis, adnexal mass, white blood cell count increased, morbid obesity, vomiting, complex ovarian cyst, inflammation, pregnancy and recurrent abortion. Concomitant products included cefoxitin, doxycycline and ethinylestradiol;levonorgestrel (seasonique). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2012, the patient experienced abortion spontaneous (seriousness criteria medically significant and intervention required), 2 years after insertion of essure. In september 2012, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2013, the patient experienced fatigue ("hormonal changes describe: don't feel like doing anything anymore/fatigue"), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In 2014, the patient experienced tooth disorder ("dental problems") and pelvic pain ("pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), abdominal infection ("infection (other) describe: abdominal"), abdominal abscess (seriousness criterion medically significant) and abdominal pain upper ("stomach pain") and was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery ((B)(6) 2014-unilateral salpingo-oopherectomy,total hysterectomy(uterus and cervix removed)bilateral sa, (B)(6) 2014-unilateral salpingo-oopherectomy,total hysterectomy(uterus and cervix removed)salpingo-oop, d&c and partial omentectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, fallopian tube perforation, pelvic abscess, abortion spontaneous, pregnancy with contraceptive device, fatigue, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, abdominal abscess, pelvic pain, vaginal discharge and weight increased outcome was unknown and the cystitis, urinary tract infection, abdominal infection, dysmenorrhoea and abdominal pain upper had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal abscess, abdominal infection, abdominal pain, abdominal pain upper, abortion spontaneous, bladder disorder, cystitis, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic abscess, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure device: (B)(6) 2010. Discrepancy noted as per pfs: removal date of essure device: (B)(6) 2012 and (B)(6) 2014. Current weight as of (B)(6) 2019: 280 lbs. Approximate weight at the time of essure placement 220 lbs. The right side tubal opening visualized essure devise was deployed and the 3 ½ coils were visualized. The essure deployed without difficulty and the 1 ½ coils were visualized. (B)(6) 2012 pre-oprative and post operative diagnosis :right ovarian cyst procedure :- diagnostic laparoscopy with conversion to laparotomy, right salpingo-oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion.. Pathology test - on (B)(6) 2012: final pathologic diagnosis-right tube and ovary- benigncvarv with endometriosis and serosal adhesions. Benign fallopian tube with adhesions.; on (B)(6) 2014: final pathologic diagnosis-left abdominal abscess and portion of omentum- omental fat with organizing fat necrosis ovarian tissue with degenerating¿, corpus luteum and serosal fibrous adhesions. Fallopian tube with acute salpinges serosal adhesions, and supportive necrosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted. In 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in 2015. At the time of the report, the abdominal pain outcome was unknown. The reporter considered abdominal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.